Event description:
Surgeon was using suture 2-0 ethilon when she stated the tip broke off inside the patient. The scrub technician, surgeon, and pa were able to find the tip of the needle. All three verified they found both pieces. The tip and rest of the needle were placed in a separate sponge counter off the field. The sponge counter was placed in a biohazard bag with a patient label and put in the managers office.